Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an uphold vaginal support system (MFR report #3005099803-2013-05973) and an advantage fit system (MFR report #3005099803-2013-05886) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced injuries (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.